Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was not receiving therapeutic effect from the therapy and was still having pain around their waistline. The patient stated that they have tried adjusting the stimulation with the patient programmer, but when they move "it goes back to zero." It was reported that the patient increased the stimulation to the upper limit and still had pain. The patient stated that they did not have any other groups or programs to choose from. No further complications were reported.